Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue of a user error was reportedly attributed to user programming; however, it could not be confirmed as reported without having the pcu event log for analysis. No products or device logs were returned for investigation.

Event description:
It was reported that the device had an user error. There was patient involvement but outcome is unknown. Although requested, further information was not known by the customer.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had an user error. There was patient involvement but outcome is unknown. Although requested, further information was not known by the customer.